Manufacturer narrative:
Event date is an unreported date last month ((B)(6) 2020). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were unknown. The patient was hospitalized for the event. At the time of this report, the patient has been discharged from the hospital and has recovered. Pd therapy was ongoing. No additional information is available.